Manufacturer narrative:
Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 54 mg/dl. Reportedly, customer was using admelog for insulin therapy. Subsequently, customer was hospitalized. Bg was treated with an unspecified intravenous treatment and consumption of carbohydrates. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage.